Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "vent blocked creating vacuum in bag (excludes non-vented bags)". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had been using a condom catheter and using this dispoz-a bags. They attached it properly and the urine very often stayed within the condom and the tube. It did not go through the flutter valve. The only way they could get it to go not the bag was by giggling the bag and flutter valve back and forth. They asked did it matter if they cut the tube. Representative reviewed customer's current use of the bag, informed them that it sounded like vapor lock and suggested exercising sides of bag and/or taking bag off, opening up drainage spout, and reconnecting to release vapor lock. Also advised customer that should not impede the urine from traveling down to the bag, but this would be included in their inquiry.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been using a condom catheter and using this dispoz-a bags. They attached it properly and the urine very often stayed within the condom and the tube. It did not go through the flutter valve. The only way they could get it to go not the bag was by giggling the bag and flutter valve back and forth. They asked did it matter if they cut the tube. Representative reviewed customer's current use of the bag, informed them that it sounded like vapor lock and suggested exercising sides of bag and/or taking bag off, opening up drainage spout, and reconnecting to release vapor lock. Also advised customer that should not impede the urine from traveling down to the bag, but this would be included in their inquiry.